Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure due to eri. During procedure, the lead was visually inspected and an insulation breach was noted at the proximal end of the right ventricular lead. There were no other electrical anomalies or noise. The lead was repaired using medical adhesive and suture sleeve and was reused. The physician suspects that the issue was not due to lead-on can abrasion and was probably due to the design of the lead. The patient was stable.